Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien 3 valve via transfemoral approach in the aortic position, the descending aorta was observed to be curved toward the heart in a sharp and inverted s shape. The delivery system was able to pass over the arch and reach the aortic valve. However, during valve deployment, the balloon would not inflate. The patients blood pressure lowered, and cardiac massage and percutaneous cardiopulmonary support (pcps) were initiated. During withdrawal, the delivery system was not able to be pulled into the esheath. A cutdown was performed and the devices were removed as a unit. During visual examinations of the removed devices, the balloon was found to be damaged and the flex shaft was found to have 2 kinks at 5cm and 8 to 10cm from the tip. New devices were prepared and a 23mm sapien 3 valve was successfully deployed. The pcps was removed. Postoperatively, a dissection was found in the aortic arch on computed tomography (CT) and conservative therapy was chosen. On postoperative day 17, the patient expired. CT examination did not find a possible cause of death. Per medical opinion, the balloon was suspected to have been damaged while passing over the aortic arch. The withdrawal difficulty through sheath was suspected to have been caused by a gap between the valve and the flex tip. Had the valve been on the flex tip firmly, the system could have been retracted percutaneously. The dissection at the aortic arch was detected while retracting the first device. Therefore, the vessel was likely damaged when the first device was advanced in the aorta. The patient had tortuosity between the descending aorta and abdominal artery. The access vessel minimum luminal diameter was 7.2 mm and had no calcification.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Imagery was provided by the site which shows the patients access vessel anatomy was tortuous and calcified. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed other similar complaints, but no manufacturing nonconformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, thv deployment: check to ensure thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp < 50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not reuse the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. The complaints for difficulty or inability to withdraw system with valve through vasculature, balloon leak and flex shaft cracked/damaged were unable to be confirmed. Investigation of the DHR and lot history revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the report, the aorta was in a sharp and inverted s shape. The provided imagery showed the patient had tortuosity and calcification present. It was further stated that the balloon would not inflate and balloon rupture was suspected; therefore, a decision was made to retrieve the system. It is possible that due presence of calcification and tortuosity, the balloon became damaged in the patient when tracking to the native annulus and led to the inability to inflate the balloon. Consequently, the withdrawal difficulty through sheath might have been caused by a gap between the valve and the flex tip and while retracting the system, the delivery system would not be put into the esheath. It is possible that due to the attempted inflation of the valve with a damaged balloon, the attempted deployment may have led to an altering of thv profile (partially expanded thv) and the valve no longer being flush with the flex tip in conjunction with suboptimal patient anatomy may have led to the withdrawal difficulties noted. Additionally, it was reported there were two (2) kinks in the flex shaft at 5 cm and 8 to 10 cm from the tip. It is possible the kinks on the flex shaft were caused by the extreme patient anatomy leading to the contortion of the delivery system when tracking or retrieving the device. The excessive manipulation used to withdraw and track through tortuous anatomy may have led to the reported damage/kinks seen on the complaint device. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation/ damaged balloon) may have contributed to the complaint events. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to reorient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bioprosthesis implantation. Patients undergoing the tavr procedure can be nonoperative or high risk, have complex medical histories and multiple comorbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intraoperative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest procedural factors (device manipulations in aorta with steep angle) may have contributed to the dissection. The mechanism described above may be one of the factors that have contributed to the hypotension during procedure. The complaint for balloon leak was unable to be confirmed. A definite root cause was unable to be determined at this time, but it is possible that patient factors (calcification) contributed to the reported event. The complaint for difficulty or inability to withdraw system with valve through vasculature was unable to be confirmed. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (improper withdrawal/damaged balloon) contributed to the reported event. The complaint for flex shaft cracked/damaged was unable to be confirmed. A definite root cause was unable to be determined at this time, but it is possible that patient factors (tortuosity) contributed to the reported event. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. Since no manufacturing nonconformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.